Event description:
Achieve biopsy needle with introducer ca1411.the packaged set had an introducer that was too long to have the biopsy needle extend past the introducer. Samples could not be obtained. The procedure was continued without the introducer to get the samples needed to complete the test.